Manufacturer narrative:
Additional information received from the electrophysiologist noted the cause of death as respiratory failure and multiple myeloma.

Manufacturer narrative:
Product event summary: analysis information -- (B)(4) 2013 18:28:57 cst pli# 20 product ID# 5076-52. A proximal portion was received measuring 4 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed, analysis information -- (B)(4) 2013 15:41:17 cst pli# 10 product ID# sesr01. The device was returned and analyzed. Analysis was performed and no anomalies were found, the device was returned and analyzed but no issue identified that required full analysis, (B)(4) - the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed. Concomitant products: product ID sesr01, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013.

Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately three months post implant of the ipg. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sesr01 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.